Event description:
Pt came into theatre with hip pain. Pt had accoalde tmzf and trident cup implanted approx 8 years ago. When surgeon opened up the pt he had very inflamed tissue. Dr took v40 head off stem & there was black tar like substance on the trunnion. Dr believes this is trunnionosis. Also the poly was yellow. Dr replaced liner and head with x3 liner and new lfit v40 femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain and a malpositioned screw involving a trident liner was reported. Conclusion: the event involves a screw that is positioned outside the pelvic bone. A medical review indicates the discoloration should be considered harmless and a secondary finding to long term implantation due to protein and blood absorption into the poly. The event is considered procedure related. Furthermore, there is no alleged failure of the reported liner. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Pt came into theatre with hip pain. Pt had accolade tmzf and trident cup implanted approx 8 years ago. When surgeon opened up the pt he had very inflamed tissue. Dr took v40 head off stem & there was black tar like substance on the trunnionosis. Dr believes this is trunnions. Also the poly was yellow. Dr replaced liner and head with x3 liner and new lfit v40 femoral head.